Event description:
It was reported that the customer had multiple cartridges that did not fit properly onto the pump. Customer had elevated blood glucose levels. The cartridge was changed and insulin delivery was successfully resumed.

Manufacturer narrative:
The device has not yet veen received for evaluation. Should new relevant information be received, a supplemental form will be completed.